Event description:
In this event it is reported that while a 30k cav.thinsert-fg, packed was used it is alleged the tip got so hot it burnt the tip due to mechanical issue with the cavitron. No injury was reported.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Return qty. 1, (B)(6), 30k thinsert fg-71, 00127051 bul per manufacture date. Test method / gp005-wi02. Inductance: gauge ID#: 5349, due: 12/31/2026, result 3.12, meets spec, does not meet spec, n/a, tip condition: meets spec, does not meet spec, n/a, stack condition, meets spec, does not meet spec, n/a. Tested on: g130, gage ID#: 9626-2, due date: 09/30/2025, set pressure: 35 psi. Water flow: output rate: 35 psi, meets spec, does not meet spec, n/a, spray: meets spec, does not meet spec, n/a. Water leak: hp sealing ring, proximal ring, distal ring, seam leak, n/a, vibration: meets spec, does not meet spec, n/a, grip condition: meet, does not meet spec, n/a. Other visual observation: insert is good, no fault found. Insert was tested on a digital thermometer i.d.#: 6116a. Due date: 09/30/2025. The temperature was 83.7 °f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-8016 rev 6). Alleged event: confirmed, not confirmed.